Event description:
The customer's wife reported that her husband was hospitalized for abdominal pain and was in the hospital for a week. During this time, his blood glucose levels were elevated. A certified diabetes educator visited him in the hospital and saw that he was using improper technique, not placing the pods on the "right place" on his body, which he then corrected. His absorption rate had been low. The hospital physician also changed some of his pdm settings. His wife said that he was doing better and that his blood glucose was back down to normal, but she did not provide information as to his normal range. She stated that he may now have neuropathy secondary to diabetes.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide advises, "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed) and "before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back." It cautions, "change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption)" and "do not apply the pod within 2" of your navel or over a mole or scar, where insulin absorption may be reduced."